Manufacturer narrative:
Tracking number (B)(4). Initial report sent to FDA on 06/25/2014.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: urogynecology. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per operative findings, the patient experienced pain, prolapse, rectocele, feeling of graft material in the vagina, erosion, dyspareunia, urgency, urinary frequency, vaginal dryness, low grade temperature, sinus infection.